Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: after several attempts manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated that had no time to speak to us and will call back when she has time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 212, 219, 181, 238 and 240 mg/dl. The customer's expected fasting blood glucose test result range is 150 - 180 mg/dl. At the time of the call, the customer reported feeling ill and had symptoms of fatigue and blurred vision. Medical attention was not needed at the time of the call. The customer declined to perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/26/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).